Manufacturer narrative:
It was reported by the hospital contact that using an envoy da (details unknown) and prowler 14 45 degree pre-shape (details unknown), the aneurysm was accessed with very little difficulty. A galaxy complex fill 4x7 (641cf0407/ c30548) was selected as the first coil. However, about the mid point of the delivery within the aneurysm (approximately 3cm) the coil ¿hit a wall¿ and would not continue filling. In fact, as the doctors continued to push, the prowler 14 herniated out the mca. The coil was removed thinking it was too big in diameter. A second coil was attempted galaxy complex fill 3x6 (641cf0306/c30545) with the same result. A 3rd coil was chosen galaxy complex fill 3x4 (641cf0304/c13356) which had identical results as the prior 2 coils. The doctors then decided to use a different company coil. Three axium coils (details unknown) identical to the 3 galaxy were successfully deployed within the aneurysm without any difficulty or micro catheter movement. The procedure was the treatment of a 4mm pericallosal aneurysm which had low tortuosity. There was no serious injury and additional medical intervention or medication was not required. It was initially reported that the products will not be returned for analysis. There were no damages noted on the 3 galaxy coils after use. There was no clinically significant delay in the procedure due to the event. Based on the information, the event was not confirmed. The unknown orbit galaxy will not be returned, therefore the root cause of the positioning difficulty cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation ((B)(4)) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: galaxy complex fill 3x6 (details unknown), galaxy complex fill 3x4 (641cf0304/c13356), prowler 14 45 degree pre-shape (details unknown)three axium coils (details unknown), three axium coils (details unknown) , envoy da (details unknown). (B)(4). This is an initial/final report. This is 1 of 3 reports associated with reports 1226348-2015-00081 and 1226348-2015-00083.

Event description:
It was reported by the hospital contact that using an envoy da (details unknown) and prowler 14 45 degree pre-shape (details unknown), the aneurysm was accessed with very little difficulty. A galaxy complex fill 4x7 (641cf0407/ c30548) was selected as the first coil. However, about the mid point of the delivery within the aneurysm (approximately 3cm) the coil hit a wall and would not continue filling. In fact, as the doctors continued to push, the prowler 14 herniated out the mca. The coil was removed thinking it was too big in diameter. A second coil was attempted galaxy complex fill 3x6 (641cf0306/c30545) with the same result. A 3rd coil was chosen galaxy complex fill 3x4 (641cf0304/c13356) which had identical results as the prior 2 coils. The doctors then decided to use a different company coil. Three axium coils (details unknown) identical to the 3 galaxy were successfully deployed within the aneurysm without any difficulty or micro catheter movement. The procedure was the treatment of a 4mm pericallosal aneurysm which had low tortuosity. There was no serious injury and additional medical intervention or medication was not required. It was initially reported that the products will not be returned for analysis. There were no damages noted on the 3 galaxy coils after use. There was no clinically significant delay in the procedure due to the event.